Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the probe was not cutting during a combined vitrectomy and cataract procedure. The condition of aspiration was unknown. The vitrectomy probe was replaced to finish the procedure. There was no patient harm.

Manufacturer narrative:
Additional information provided. The lot complaint history was reviewed. This is the first complaint for the finished goods lot and for this issue for this lot. The device history record shows the product was released per specifications. Inspection of the probe found the cuter in the fully shut position and the pneumatic open drive line was found to be occluded with adhesive which would prevent actuation of the probe cutter. The occlusion of the open drive line will prevent the reopening of the cutter and therefore remain in the fully shut position. The occlusion of the open drive line will render the device inoperable and would inhibit aspiration. A block reader was then used to interrogate the radio frequency identification's (rfid's) programmed information. The probe rfid connectors functioned per specifications. The root cause is consistent with a manufacturing error where the driveline likely became occluded during the wetting of the pneumatic tubing with solvent and subsequent insertion to the probe engine. In order to mitigate the occurrence of this type of event, during the manufacturing process, downstream in-process checks after final assembly are utilized to help screen out this type of defect from occurring. An action has been opened to determine a root cause and implement appropriate corrective action for complaints of occluded probe drive lines. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).